Manufacturer narrative:
A patient experiencing migration at the ipg site was reported to abbott. The patient underwent surgical intervention for a pocket revision to make the ipg a little deeper. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information, indicates the ipg was buried deeper on (B)(6) 2021, to address the issue.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg is flipping in the pocket following the patient getting up from a chair. There is no pain associated with the flipping. Surgical intervention may take place at a later date to address the issue.